Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners. The pump was received missing end cap sticker and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor error and damage from the insulin pump. The customer's blood glucose reading was 16.5 mmol/l. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there is a crack on the pump that has been there forever. The customer cannot review the history for motor position encoder error. The customer performed the displacement test and it passed. The customer will be sent a replacement pump. The customer will return the pump for analysis.